Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead on this implantable pacemaker system previously exhibited noise and a high out of range pacing impedance measurement at 3,000 ohms triggering a lead safety switch (lss) to unipolar configuration. The patient was seen in-clinic today and all the right atrial (ra) lead diagnostic tests were normal. Technical services (ts) was consulted and advised the pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled and recommended turning back on the mv feature, leaving it only on the ra lead. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-boston scientific rv lead remain in service.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead on this implantable pacemaker system previously exhibited noise and a high out of range pacing impedance measurement at 3,000 ohms triggering a lead safety switch (lss) to unipolar configuration. The patient was seen in-clinic today and all the right atrial (ra) lead diagnostic tests were normal. Technical services (ts) was consulted and advised the pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled and recommended turning back on the mv feature, leaving it only on the ra lead. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-boston scientific rv lead remain in service.